Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a device system error. The pump stopped infusing and displayed error code (800.8000.0). There was no patient harm, nor medical or surgical intervention required as a result. The error did not cause a delay that significantly impacted the patient's outcome. Although requested, no patient information provided.

Event description:
It was reported that there was a device system error. The pump stopped infusing and displayed error code (800.8000.0). There was no patient harm, nor medical or surgical intervention required as a result. The error did not cause a delay that significantly impacted the patient's outcome. Although requested, no patient information provided.

Manufacturer narrative:
Correction: d1, d11 changed from initial emdr, g5 (PMA/510(k) #), h6 (device codes). Investigation conclusion: the reported complaint of a pcu system error 800.8000.0 was confirmed during a review of the pcu error log. Results from a review of the pcu error log confirmed the error 800.8000.0 (general os failure) error occurring on 29 april 2020 at 10:02:07 am instead of 07 may 2020. An 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware which in this complaint it was determined as software. It should be noted that during this error, the device(s) continued to infuse. Software engineering review of the logs was successful in determining the recorded malfunction, attributed to a software issue tracker (B)(4). A medical device safety notification (z-2671-2017) was sent to customer in june of 2017 to inform customers of this issue. The device was being used for treatment. Device inspection: besides dull iuis, the source was received in fair condition and the instrument seal was observed peeled back and replaced. Root cause analysis: the root cause of the system failure code 800.8000.0 (general os failure) is attributed to a software malfunction when the user selects two functions at the same time or in rapid succession, tracker (B)(4). Device history review: review of the pcu service history record showed the device had a manufacture date of 13jun2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Updated g3 - added company representative. Updated g3 other - added biomed engineer

Event description:
It was reported that there was a device system error. The pump stopped infusing and displayed error code (800.8000.0). There was no patient harm, nor medical or surgical intervention required as a result. The error did not cause a delay that significantly impacted the patient's outcome. Although requested, no additional patient information provided.